Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The episodes were short and didn't not result in pacing inhibition or inappropriate therapy. Noise was recreated in clinic. There was a concern the lead/device connection was loose. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies; all setscrews move freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A revision procedure was scheduled for a later date. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating an invasive procedure was performed. It was noted that the lead was fully inserted into the device, however upon performing a tug test the lead was easily pulled out of the device header. There was a concern of a setscrew anomaly. The device was explanted and replaced. The chronic lead remains in service. No additional adverse patient effects were reported.